Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for unknown deep brain stimulation (dbs). It was reported that the patient was having an unrelated flutter ablation performed and the physician was getting some artifact. It was noted they would try to find a programmer to turn the patient¿s ins off. No further complications were reported.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the procedure was not performed due to the ins, and the patient claimed to not receive the ins remote to "deactivate" the device. No further complications are anticipated.